Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012.narrative - it was reported that it was evident that patient had hernia recurrence on (B)(4) 2010.

Manufacturer narrative:
The procedure on (B)(6) 2010 was laparoscopic. There has been no further contact with the patient after the post operative visit on (B)(6) 2011 and there have been no patient issues reported.

Event description:
It was reported that a patient underwent an open ventral hernia repair on (B)(6) 2010 and mesh was used. The patient developed a recurrence in (B)(6) 2011 with a reoperation on unknown date. The patient reported having no pain and was not currently taking any medication. Additional information has been requested.